Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is failing the defib and pacer test during operational check. There was no report of patient involvement.